Event description:
It was reported that: there was a pt incident with a narkomed 6400 anesthesia machine. The reported event occurred on (B)(6), 2010 at approximately 7:30 am. The initial reporter, reported that the case was started and the pt was intubated and ventilated. The operating room respiratory therapist indicated that the pt was ventilated in volume control mode. During the case something happened; the anesthesia machine alarmed (visual and audible) and stopped ventilating. The pt expired. The anesthesia machine was then moved to clinical engineering and checked by the initial reporter. The initial reporter, indicated that all appeared ok with narkomed 6400.

Manufacturer narrative:
The investigation into the reported event is underway, but not yet complete. Results will be provided in a follow up report.